Event description:
An implantable pulse generator (ipg) system was returned from a competitor with no information. Information identified in the manufacture's database indicated the patient died approximately seven months post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that there was metal ion oxidation on the outer insulation. Environmental stress cracking (esc) and a cosmetic depression were also observed on the outer insulation. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that there was environmental stress cracking and a cosmetic depression observed on the outer insulation. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.